Event description:
Patient was a rapid response after CT (computed tomography) scan of abdomen and pelvis. Air embolism identified in r (right) atrium, r (right) ventricle, and the visualized portion of the pulmonary outflow tract on CT. CT of head showed punctate foci and curvilinear foci of air seen within the cortical sulci of the supratentorial brain. Transferred to outside facility for hyperbaric therapy. Medrad stellant flex injector evaluated by vendor and found in good working condition. Power injector syringes and tubing sent back to vendor for evaluation.